Manufacturer narrative:
The t:slim g4 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 276 (mg/dl) after pump shut down due to low battery power. During troubleshooting with tandem technical support, it was recommended that the customer go through the load sequence now that the pump had been turned back on. Customer acknowledged and indicated a bolus would be delivered to address bg level.